Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cause of the insufficient conductivity was a loose cable at the bipolar socket. However, the definitive root cause of the loose cable could not be determined. Error e006 is triggered if the electrical resistance between the two electrodes of the device increases, if there is tissue build-up in the electrodes, increased contact resistance due to poorly engaged contacts at the working element or the connection cable, or if the instrument is in a gas bubble during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported issue was confirmed, non-conductivity fluid error, e006, appeared during testing of the universal socket and universal cut function was not performing output correctly. The cable was found loose from inside the socket assembly. The inspection of the device also noted the front panel is cracked on the lower corner, the rear right foot is missing, the top cover is cracked, and the case screws are damaged. The device was last serviced via repair on august 6, 2022. The device history record for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that during inspection and testing with the sales representative onsite, the high frequency electrosurgical generator unit had an insufficient conductivity failure code, e006. No patient/procedure involvement was reported.